Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A distributor reported on behalf of the customer that the cusa handpiece had an intermittent vibration alert. There was no known patient injury or delay in surgery.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). Device history record (DHR) - the DHR documentation showed no anomalies that could be associated with the complaint incident. The reported complaint was confirmed. This complaint is consistent with transducer delamination failures based on the following: 1). Date of manufacture 2018. 2). Confirmed stroke, vibration alarm and no amplitude. 3). Confirmed defective transducer.